Event description:
It was reported that nurse stated they had tried to initiated therapy on patient with new set of pads and the device kept alerted patient line open. They confirmed there was no flow rate. The walked through stopped therapy, drain, disconnect and reconnect. The verified audible clicks with each connection. The fluid delivery line was secured and in lock position. All lines straight with no bends or kinks. They restarted therapy and device primed to no flow. The system diagnostics are outlet monitor temperature (t1) was 22.4c, outlet control temperature (t2) was 22.4c, inlet temperature (t3) was 23.2c, chiller temperature (t4) was 22c, water flow rare was 0.1 l/m, inlet pressure was -1.2psi, circulation pump command was 100 percentage, mixing pump command are 100 percentage, heater was 0, water reservoir level was 5, system hours was 3081.5, pump hours was 2816.3. The device was alerted low flow & patient line open again. The nurse stated they were borrowed this device from a sister hospital because other two devices are in use. They advised device needed to be sent to biomed for evaluation of pumps. They suggested the label it alert 01 & 02. There was no other devices available so they will use alternate method for therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they had tried to initiated therapy on patient with new set of pads and the device kept alerted patient line open. They confirmed there was no flow rate. The walked through stopped therapy, drain, disconnect and reconnect. The verified audible clicks with each connection. The fluid delivery line was secured and in lock position. All lines straight with no bends or kinks. They restarted therapy and device primed to no flow. The system diagnostics are outlet monitor temperature (t1) was 22.4c, outlet control temperature (t2) was 22.4c, inlet temperature (t3) was 23.2c, chiller temperature (t4) was 22c , water flow rare was 0.1 l/m, inlet pressure was -1.2psi, circulation pump command was 100 percentage, mixing pump command are 100 percentage, heater was 0, water reservoir level was 5, system hours was 3081.5, pump hours was 2816.3. The device was alerted low flow & patient line open again. The nurse stated they were borrowed this device from a sister hospital because other two devices are were in use. They advised device needed to be sent to biomed for evaluation of pumps. They suggested the label it alert 01 (patient line open) & 02 (low flow). There was no other devices available so they will use alternate method for therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was receiving an alert 01 and 02, the DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.